Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During implantation, the insertion of the impella was difficult and caused a kink in the cannula probably due to the anatomy of the patient (short aortic arch). The pump was used with the damaged cannula, and this resulted in suboptimal function with multiple alarms for suction. The patient remained on impella support, but ultimately the pump was removed because of flow issues. The patient was hemodynamically stable at the end of support and was successfully weaned.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.